Event description:
Additional information received later clarified that the pump was not directly the cause of the event. They revised the pump pocket because the pump was not as secure as they would have liked it and that it may have attributed to the catheter getting kinked so they revised the pocket; "the pump itself was not surgically revised". The patient was doing very well and had not had any issues.

Event description:
The patient complained of loss of effect from therapy. The patient had switched providers as of (B)(6) 1012. A dye study was performed in (B)(6) 2012, during which they were 'unable to acquire any fluid,' the exact date for study was not reported. It was noted that the patient had been referred to have 'another dye study done,' the referral was given on (B)(6) 2013, no further information was available at that time. It was later added that a dye study showed the cause of the event was a kink in the catheter. The date of the dye study was not reported. A revision was done; it was unclear if it was a pump or catheter revision or both. It was stated the device was to be returned to the manufacturer. The patient required hospitalization due to the event. Patient outcome was no injury. No symptoms were reported. The device system was used to infuse morphine sulfate.

Manufacturer narrative:
Concomitant product:catheter model 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).